Event description:
The product was used during a gastric bypass procedure. Reportedly, the instrument misfired and some bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.